Event description:
As reported, approximately 8 months post op the initial left tka, this 63 y/o female patient was revised after presenting surgeon with with flexion instability. Patient was scheduled for a revision tka poly swap. A 12mm truliant ps poly was implanted after the 9mm poly implanted at the original sx date was removed. The surgeon went up 3mm in thickness. The poly is available for return to exactech. The patient left the or stable and is known to be in stable condition post operatively.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.